Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element long stent delivery system was advanced to the lesion but the shaft of the device was broken. The device was removed and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination of the device identified a break in the hypotube shaft at 495 mm from the catheter strain relief. In addition, the hypotube was kinked along its entire length. The inner, outer and corewire were also kinked at several locations proximal to the bi-component bond. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element ¿ long stent delivery system was advanced to the lesion but the shaft of the device was broken. The device was removed and no patient complications were reported.